Manufacturer narrative:
Conflicting information was received concerning the patient's age, gender, and date of birth. Multiple requests were made to confirm this information, however no response was received. It is indicated that the device will not be returned for evaluation. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same patient as: 2184052-2015-00190, 2184052-2015-00192, and 2184052-2015-00193. It was reported that the patient developed an infection that was discovered upon revision surgery performed two months after initial surgery. The patient was initially implanted with virage from occiput to c3 with wires placed at c2. The patient reported hearing something pop while carrying heavy bags over the shoulder. Imaging taken during a follow up visit approximately one month after initial surgery confirmed that the set screws in both of the c3 implants had popped off. A revision surgery was performed a few days after the follow up visit to remove the entire construct, and during this time a third virage closure top was found loose and the surgeon reported the patient had an infection. The entire construct was replaced from occiput to c4. No additional patient conditions were reported following the revision surgery.